Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The pump has software version 686g030102. The pump was tested three times for volumetric accuracy with a rate of 250ml/hr for 6 minutes tested in spec: 1st test: 5 minutes 53 seconds or 98% of expected accuracy; 2nd test: 5 minutes 54 seconds or 98% of expected accuracy; 3rd test: 5 minutes 54 seconds or 98% of expected accuracy. In a follow-up call to the facility, the reporter stated that he ran the pump and checked it in his shop and the results were accurate. The pump performed as intended. Upon review of his results both he and his biomed partner believed that the incident was related to user error. He stated this because this incident came in at the same time as another incident from the same area. He told me that "this was unusual" because in the past whole year, they have not had any complaints of this nature for over or under infusion. He stated that they (the biomed dept) typically receive pumps where the tubing gets stuck in the pump or the pump door locks up because the battery was not charged. The reporter could not provide any additional info about the incident but did state that the nurse involved at the time of the incident was supposed to have contacted him to provide additional info as instructed by the director of the ICU. The reporter stated that the nurse had not been in contact with him. The reporter stated that the director of the ICU had also conveyed to the reporter that he believed the reported event was related to use error. The pump's operational log was reviewed. Beginning on (B)(6) 2013 at 12:07:47am the piggyback, secondary infusion was selected. At 12:07:53am new vtbi (volume to be infused) was set of 20ml. At 12:07:54am, the infusion was started at the previous rate of 100ml/hr which had been set at 1:50:50pm on (B)(6) 2013. The piggyback stopped at 12:19:54am and automatic turn over to the primary infusion. The 20ml infused or 100% of expected volume. The primary infusion stopped at 12:32:52am. The 10.81ml infused or 100% of expected volume.

Event description:
Reference importer report number: (B)(4).